Event description:
It was reported that, during procedure, noticed that the PICC guidewire curled up upon checking thru fluroscopy scan as patient was complaining of pain. Tried to take out the guidewire but it was stuck at the puncture needle. Have to take out guidewire together with puncture needle. Changed or opened another PICC set. No problem with the new PICC set. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported that, during procedure, noticed that the PICC guidewire curled up upon checking thru fluroscopy scan as patient was complaining of pain. Tried to take out the guidewire but it was stuck at the puncture needle. Have to take out guidewire together with puncture needle. Changed or opened another PICC set. No problem with the new PICC set. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One 0.018 in. X 135 cm guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire of the guidewire was found to be broken and the coiled wire was observed to be unraveled. The distal end of the coiled wire was observed to not be unraveled and a relatively large amount of biological residue was observed at the proximal end of this section of the coiled wire. A microscopic observation revealed the break site of the core wire was tapered and mostly flat with a granular surface texture. The weld tip of the guidewire was observed to present and attached to the coiled wire. The characteristics observed on the returned guidewire are indicative of a tensile failure caused by excessive pulling forces on the guidewire. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. As a note, normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. This complaint will be recorded for future trending and monitoring purposes.